Manufacturer narrative:
Pr (B)(4) - supplemental MDR - needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902. Batch # 3352622. It was reported that the bd needle sftygld 23x1 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Unable to completely inject medication mid injection. Had to remove needle and give remainder of medication using different needle and injection site. Lot #: 3352622.